Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/01/2020. Additional information was requested and the following was obtained: 1. What was the initial procedure? Not available. 2. What is the event day and procedure date? Not available. 3. When did the event occurred? Pre-op or intra-op? Not available. 4. Could you please confirm if the patient suffer from injury due to the breakage needle? Not available. 5. What is the lot number? Not available.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the event day and procedure date? When did the event occurred? Pre-op or intra-op? Could you please confirm if the patient suffer from injury due to the breakage needle? What is the lot number? Device return follow up.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle broke during the procedure. There were no adverse patient consequences reported.